Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a whole box of infusion sets that were not connecting properly. The customer also reported that their blood glucose was rising. The customer¿s blood glucose level during the incident was 412 mg/dl. The customer¿s current blood glucose level was 132 mg/dl. They treated with a manual syringe. Troubleshooting was performed. The device passed the basic occlusion test. The device will not be returned for analysis.